Event description:
It was reported that the collimator detached from the tube suspension of an x-ray system. There was no pt involvement or injury reported.

Manufacturer narrative:
Corrected data: this event was originally reported on 06/11/2010 under MDR 9611343-2010-00008. The mfg site location is being corrected from ge medical systems (B)(4) to ge medical systems, llc (B)(4). This report (MDR 2126677-2012-00021) replaces MDR 9611343-2010-00008. Visual inspection by a ge field engineer (fe) revealed that the detachment was due to loose screws. The fe also indicated that rough handling of the equipment by the operators may have contributed to the event. The fe fixed the problem by replacing the collimator. The investigation revealed that the root cause of the collimator's detachment from tube assembly was due to inadequate application of torque on the screws retaining the collimator.